Manufacturer narrative:
(B)(4). The device have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Customer reported fentanyl over infusion in the burn ICU. Fentanyl order was 1250 mcg in 125 ml normal saline to infuse at 25 mcg/hour (2.5 ml/hour). Event details: the nurse hung a new fentanyl 125 ml bag at 2015 on (B)(6) 2013 and started the infusion at 25 mcg/hour. At 2145 the device was alarming channel error and the nurse opened the door while trouble shooting the alarm. The nurse tried to shut the door and the door latch would not close. The nurse changed out the pcu and pump module and restarted the infusion with no problems. At 2200 the pt was hypotensive and hypoxic requiring a 500 ml normal saline bolus, IV narcan, and increased oxygen. The nurse noticed the fentanyl bag was empty and it should have been almost full. The pt's blood pressure and oxygen saturation returned to baseline after medical intervention. Customer reported the pt is stable and remains in the burn ICU as of (B)(6) 2013. The customer did not provide any additional pt or event details.